Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to total uterovaginal prolapse, lateral cystocele, rectocele and stress urinary incontinence along with concurrent vaginal colpopexy and combined anteroposterior colporrhaphy and enterocele repair with insertion of mesh and cystourethroscopy. It was also reported that following insertion the patient experienced symptomatic uterovaginal prolapse. It was further reported that patient underwent total vaginal hysterectomy, vaginal colpopexy, excision of mesh exposure and cystourethroscopy on (B)(6) 2012. No additional information was provided.